Manufacturer narrative:
Livanova (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). Throughout further investigation the component was received at livanova and scrapped. No additional investigation is needed.

Manufacturer narrative:
There was no report of patient injury. (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative verified that the knob slipped when adjusted and did not control the speed potentiometer correctly. The speed potentiometer, control knob and speed potentiometer collar were replaced to resolve the issue. Subsequent functional testing was completed without further issues and the device was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Evaluated on site by livanova technician.

Event description:
Livanova (B)(4) received a report that the s3 roller pump did not speed up smoothly when the knob was adjusted during a procedure. There was no report of patient injury.